Event description:
Caller reported an incident of hyperglycemia requiring hospitalization within 24 hours of having attempted unsuccessfully to use the aviva system due to error e-9. On the day of the episode the customer's friend called the ambulance, because she was throwing up, and not able to self treat. The customer last used the meter on sunday or monday of this week. Her reading was high at the time of the test. Customer believes the meter read around 600. After the last reading of 600, customer attempted to use the meter, and each time she tried to use the meter, she kept getting e-9 on the display, and she was not able to get a result. The last time she used the meter successfully was either (B)(6) before incident of (B)(6) 2013. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.